Manufacturer narrative:
Correction: annex code c3 was updated to c0204.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Additional observation(s) not reported by site: the instrument was found to have damaged conductor wire insulation at the yaw pulley. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the electrode (grip) is exposed that would not normally be exposed. Additional observation(s) not reported by site: the instrument was found to have mechanical indentation/burrs on the bipolar yaw pulley. Conductor wire insulation damage was observed. The complaint regarding a torn cable was confirmed by failure analysis. Common causes of damaged insulation instrument conductor wire: bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Common causes of broken: distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.